Event description:
It was reported prior to use of bd vacutainer® 9nc 0.109m 2.7 ml a stopper was cocked on 1 tube. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint showing that the cap/stopper assembly was attached at an angle due to a cocked stopper. Additionally, 100 retention samples from bd inventory were visually inspected and no cocked stoppers were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cocked stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.